Manufacturer narrative:
After implantation, the patient experienced pain, recurrence, dyspareunia and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted to treat stress urinary incontinence. The patient experienced multiple complications including erosion, formation of scar tissue, multiple surgeries and revisionary procedures, neurologic compromise to her structures and tissues and pain. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 5/13/2016.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence in (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.